Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3708660 serial# (B)(4) implanted: (B)(6) 2016 product type extension product ID 3708660 serial# (b(4) implanted: (B)(6) 2016 product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that within the last three months the patient has had problems with too much tension on the extension behind the left ear. It was reported that the healthcare professional (hcp) had never seen one that tight. The patient had a ¿crick¿ in their neck. The hcp stated they may have to do a revision to give him some slack. The cable is reportedly pronounced and looks like a big tendon in the neck. It was stated that it may have to do with the way the extension was positioned and scarred into place, or it may be related to the angle the hcp had to take an approach on or with the patient¿s size. No further complications were reported. Additional information was received from the manufacturer representative (rep), reporting that the patient did not have a crick in their neck. Rather, their neck was sore at the end of the day due to the tension/pulling from the tightness of the extensions on the one side of the patient's neck. The rep reported that the patient's healthcare provider (hcp) will explant the patient's existing extensions and replace them on (B)(6) 2017. The rep reported that electrode impedances were measured and determined to be within normal range. No further patient complications have been reported as a result of this event.